Event description:
This is in response to the FDA medwatch 3500 form, that was received by the MFR. The form states, "technicians were moving a metal IV pole in the mr exam room and as it approached the 5 gauss line the IV pole was caught in the magnetic field and started moving toward the MRI machine. Technologist was struck on the arm by the pole as it moved towards the MRI machine." Additional info: mr tech hit by the pole received injuries consisting of a dislocated shoulder and a bruised cheek.